Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the sterilizers and found the units to be operating properly. No issues with the function or operation of the sterilizers were identified, and the sterilizers were returned to service. The v-pro max 2 sterilizer operator manual states (6-16), "steris recommends (in accordance with ansi/aami guidelines) wearing chemical-resistant gloves when using the sterilization unit." The operator manual further states (1-2), "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment." Additionally, user facility personnel should ensure all instruments are properly dry prior to placement in the v-pro max 2 sterilizer. The v-pro max 2 sterilizer operator manual, (a-1) states, "dry all items thoroughly. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion and/or a cycle abort occurs. Only dry items are to be placed in sterilization unit." The technician counseled the user facility on the importance of wearing proper ppe, specifically gloves, while operating their v-pro max 2 sterilizers. No additional issues have been reported.

Event description:
The user facility reported that two employees experienced burns while handling items that were processed in v-pro max 2 sterilizers. No medical treatment was sought or administered.